Event description:
It was reported that the user experienced both hypoglycemia and hyperglycemia while using the system, including a hypoglycemic event following physical activity and a separate hyperglycemic episode. The user reported that they were wearing the device continuously during exercise and did not disconnect. The lowest reported glucose value was 45 mg/dl from the continuous glucose monitor, with a corresponding fingerstick value of 86 mg/dl. The highest reported glucose value was 358 mg/dl. The hypoglycemic episode lasted approximately one hour and was treated with oral carbohydrates, including glucose tablets and food. The hyperglycemic episode lasted approximately six hours and resolved without additional intervention. Symptoms during the hypoglycemic event included feeling hot, sweaty, and unsteady. No symptoms were reported during the hyperglycemic event. No medical intervention, assistance, or ketone testing was reported. Outcomes included stabilization of glucose levels with no reported long-term health consequences or impact. Investigation included communication with the user and review of reported use conditions. Investigation of this case revealed no evidence of device malfunction. Contributing factors may include recent change in insulin type and physical activity. It was concluded, based on available information, that the cause of the event was multifactorial and not attributed to a device issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.